Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) measurement of 26mgdl. The patient reportedly experienced unsteadiness when standing and walking. The patient reportedly followed the protocol and treated the low bg with tablets to raise the bg. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. Animas customer technical support reviewed the pump with the patient and noted that the time and date maintained on the pump. The pump reportedly did not gain or lose time during troubleshooting. The patient reportedly remained on the pump. This complaint is being reported because the patient experienced hypoglycemia due to a use error as the time and date for am and pm was not set correctly on the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/09/2017 with the following findings: the black box data and histories from the time of the alleged incident were overwritten therefore they were unavailable for review due to continued use of the pump. The available black box data showed evidence of a time/date reset to default setting after pump rebooting events. The total daily doses (tdd) added up correctly and reflected the user¿s programmed basal rates. During visual inspection, it was observed that the pump was returned with moisture behind the display lens, on the printed circuit board and the internal components. During the 24-hour duration testing, the pump alarmed with a cs 054 alarm and some steps of the investigation could not be performed due this alarm. Due to internal moisture ingress in the pump, the investigation was unable to adequately investigate the initial compliant about a ¿time/date¿ issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.